Manufacturer narrative:
Additional information has been provided in b.2., b.5., and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury/malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that the lens did not advance as the plunger overrode the lens. There was no patient contact. Procedure was completed on the same day.

Event description:
A facility representative reported that during surgery, they noticed that the plunger override lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).